Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that a rayner iol developed opacification in the post-operative period and that as a result of opacification the iol had to be explanted. The explanted iol has been retained by the healthcare facility and will be returned to rayner for analysis. No further information is available to rayner at this time. The healthcare facility has been asked to provide additional information to rayner in order to facilitate investigation of this report of opacification.

Event description:
Rayner intraocular lenses limited received notification from a UK healthcare facility that an unspecified rayner iol model had been explanted due to the post-operative development of opacification.